Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 23-sep-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, and could duplicate the user¿s report. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined, because omsc could not confirm the phenomenon. Omsc surmised that the reported phenomenon was occurred due to the circuit board, the power unit or the ignitor of the device did not work properly temporarily by some cause.

Event description:
During preparation for use, the customer noticed that the emergency lamp of the device lighted up. Other detailed information was not provided. There was no report of patient injury associated with the event.